Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During surgery, the physician noticed that the electrode appeared bent after the transparent protection tube was removed. The surgeon decided to use the backup device, suspecting a defect_specifically, an abnormal bend in the original electrode_since the impedance remained unchanged even in saline.

Event description:
During surgery, the physician noticed that the electrode appeared bent after the transparent protection tube was removed. The surgeon decided to use the backup device, suspecting a defect_specifically, an abnormal bend in the original electrode_since the impedance remained unchanged even in saline.

Manufacturer narrative:
Additional information: based on the received information from the field, the electrode tip appeared bent and most apical channels showed hi impedance after insertion. A back-up device was implanted. To determine an exact cause for the reported issue, investigation of the concerned device would be necessary. The device has not been received at hq yet.

Manufacturer narrative:
Conclusion: based on the information received from the field, the electrode tip appeared to be bent, and most apical channels showed high impedance after insertion. Device investigation revealed mechanical damage to the tip of the active electrode, which was likely caused inadvertently during handling after removal of the implant from its packaging. An out-of-box failure cannot be confirmed, since a review of the device history record (DHR) and photographs taken during manufacturing (when still in the box) show that all specifications were met at that time. This is a final report.

Event description:
During surgery, the physician noticed that the electrode appeared bent after the transparent protection tube was removed. The surgeon decided to use the backup device, suspecting a defect specifically, an abnormal bend in the original electrode since the impedance remained unchanged even in saline.